Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec set no ports w/hanger dehp free was blocked/occluded during the infusion. The following information was provided by the initial reporter: "IV line was connected to patient, all roller clamps were open and the secondary did not infuse, and the primary was below the secondary bag. The connections were all checked (detached and reattached from patient and secondary tubing detached and reattached) and IV was restarted and the secondary still did not infuse and was pulling from the primary line. At this point tubing was taken down and new tubing put up and the new tubing infused the secondary line, so it was determined that it was not the pump."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/10/2021 h.6. Investigation: one primary set and one secondary set were returned by the customer for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with saline and the secondary set was primed with blue dye water and attached to the primary set. The sets were allowed to free flow. No back flow or occlusion was observed. The customer complaint that the roller clamps were open and the secondary did not infuse could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10

Event description:
It was reported that the sec set no ports w/hanger dehp free was blocked/occluded during the infusion. The following information was provided by the initial reporter: "IV line was connected to patient, all roller clamps were open and the secondary did not infuse, and the primary was below the secondary bag. The connections were all checked (detached and reattached from patient and secondary tubing detached and reattached) and IV was restarted and the secondary still did not infuse and was pulling from the primary line. At this point tubing was taken down and new tubing put up and the new tubing infused the secondary line, so it was determined that it was not the pump."